Event description:
It was reported that this right ventricular (rv) lead triggered an alert for shock impedance high out-of-range, measuring greater than 174 ohms. Boston scientific technical services recommended that the patient contact their healthcare professional and follow-up. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for shock impedance high out-of-range, measuring greater than 174 ohms. Boston scientific technical services recommended that the patient contact their healthcare professional and follow-up. No adverse patient effects were reported. This rv lead remains in-service.